Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no similar complaints reported in this lot number. .

Event description:
A surgery coordinator reported that following intraocular lens (iol) implant surgery, a patient's lens become dislocated. The patient was sent to another specialist who performed a vitrectomy. The lens will be explanted. Additional information, including patient status, has been requested.